Manufacturer narrative:
(B)(4). Date of the index procedure is (B)(6) 2010.

Event description:
It was reported that on (B)(6) 2010, the diffused target lesion length was 58mm and vessel diameter of 2.5mm. After preforming pre-dilatation and intravascular ultrasound (ivus) the 2.5 mm x 28 mm xience v was deployed in the mid to distal left anterior descending (lad) artery at 12 atmosphere (atm). A 2.5mm x 32 mm non-abbott stent was deployed in the proximal to mid lad at 12 atm. These stents were overlapped. The heavily calcified proximal to mid lad was post-dilatated with high pressure. Ivus showed some residual calcification in the vessel lumen, however, post-dilatation was sufficiently performed to complete the procedure. On (B)(6) 2010, the patient experienced chest pain and total occlusion at the proximal lad. Thrombus was observed by angiography. The thrombus was suctioned by an aspiration catheter; balloon dilatation was performed with two non-abbott balloon to complete the procedure. There was on reported patient sequela. Though requested, no additional information was provided.

Event description:
It was reported that on (B)(6) 2010, after pre-dilatation and intra vascular ultrasound (ivus) were performed, the 2.5 x 28 mm xience was deployed in the mid to distal of left anterior descending artery (lad). Then a 2.5 x 32 mm non-abbott drug eluting stent was deployed in the proximal to mid of lad. As there was a heavy calcification in the proximal to mid of lad, post-dilatation was performed with a high pressure. When an ivus was performed, some calcification was still remained in the vessel lumen; however, post-dilatations were sufficiently performed to complete the procedure. On (B)(6) 2010, the patient experienced chest pain and thrombosis was observed in lad where the xience and non-abbott were deployed by angiography. The thrombosis was suctioned by an aspiration catheter and ballooning were performed with a non-abbott balloons to complete the procedure. No additional patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported angina and thrombosis are known adverse events listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.